Event description:
After falling at work, and seeing many different drs, it was decided that rptr needed to be operated on. A fusion of the lower lumbar. A procedure was used that used plates and pedicle screws. He was not told that this was experimental or that they had not been approved for this use by the FDA. Between 4/14/93 and 10/26/93 the pedicle screws broke or became unattached somehow and had to be removed. Since then he has gotten steadily worse.